Event description:
As reported by the user facility: three days post insertion of regional nerve block catheter. Pt presented for catheter removal. Anesthesiologist tugged on catheter and it broke off, leaving approx 2 inches of catheter in pt's neck/shoulder area. Two days later, surgeon attempted dissection and removal of catheter tip, unable to locate visually or with ultrasound. Catheter is not radiopaque.

Manufacturer narrative:
The actual device in the reported incident was not returned for eval. Without the actual sample a thorough investigation could not be performed. It was noted that the catheter was tugged on when it broke off. This can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. However since the catheter was not returned no specific conclusions can be drawn. There have been no other reports of this nature against the reported lot number. Batch record review of the reported lot number did not reveal any abnormalities or nonconformances of this nature during inprocess or final product inspection. All available info has been forwarded to the actual manufacturer for further eval. A follow up report will be filed if additional pertinent info becomes available.